Event description:
Event description cpi received information that despite good thresholds, this implantable cardioverter defibrillator (ICD) was unable to capture in the ventricle. In addition, the ICD did not exhibit ventricular pacing markers on the real-time ECG. The pacing lead impedance measurement was also unable to be obtained. No problems were noted with atrial pacing; however, the ICD was unable to perform atrial sensing.